Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii.

Event description:
Additionally healthcare professional reported ¿hole in radius -deflated preoperatively.¿ device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, white calcification on the shell, and a curved opening on anterior. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and a punctured opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A punctured opening on posterior assessed as surgical damage like.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and exchange due to concern with product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange due to concern with product. Device has been explanted.